Manufacturer narrative:
(B)(4): results: vessel perforation. Severly calcified aortic neck. Ballooning of anchoring pins. Conclusions: severely calcified aortic neck. Ballooning of anchoring pins.

Event description:
An endurant stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm, approximately one month ago. Vessel morphology was reported as severely calcified aortic neck and iliac arteries. The neck was 10 mm long and 17 mm in diameter, proximally and 20 mm, distally. It was reported that the delivery system was attempted to be inserted from the left side, however, could only be advanced 2 cm. The delivery system was removed from the patient and the physician attempted access from the right side. It was difficult to get the delivery system inserted but eventually the stent graft was deployed. There was a proximal type I endoleak and the physician elected to balloon the anchoring pins with a reliant balloon. The endoleak did not resolve and there was some extravasation of blood. (Ref. MFR 2953200-2011-00719); however, the blood pressure did not drop. The physician then implanted a proximal aortic cuff and the endoleak and extravasation resolved. No clinical sequelae were reported, and the patient is fine.